Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 5.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented for a system extraction procedure. The patient received inappropriate shock therapy due to pacing/sensing dysfunction of the right ventricular lead. The lead was explanted and replaced. The procedure was completed without any complications.